Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that intermittent alarms were observed while the patient was connected to the power module. Low pump speeds were recorded in the patient history. The patient reportedly "felt unwell" at the time of the alarms. A review of the submitted log file to the MFR for analysis revealed captured events of decreased pump speeds, elevated pulsatility index (pi) values and pump power. The captured events appeared to have occurred while the patient was connected to the patient cable and power module. A review of the x-ray images revealed two suspected areas of compromise on the driveline, one at the end of the bend relief of the external portion and another on the internal portion. A pump exchange was subsequently completed. No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.